Event description:
The customer reported that the c-arm mainframe was hung up. Three leds (normal/mag1/mag2) was lighting and they were getting no x-ray. They rebooted the system and it worked with no trouble.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep checked the system, but found no problem.